Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, one episode of ventricular tachycardia properly treated with anti-tachycardia pacing and high voltage therapy was noted. After the therapy was delivered, noise was observed on the ventricular sensing channel, which resulted in inappropriate high voltage therapy. The patient was immediately hospitalized. The noise was not reproducible with provocative testing and it was believed that the stress due to the appropriate therapy delivered led to the noise. Furthermore, an increase in right ventricular (rv) threshold was noted. The rv lead was capped and replaced and the patient was in stable condition.